Event description:
It was reported that during the trial, they put the lead in the wrong spot. The patient experienced stimulation on the wrong leg, and they were only able to feel stimulation of the right leg and not the left leg. It was reported that the patient had no benefit from her trial. The patient was so desperate to get help for her pain she went ahead with the implant. No outcome was reported regarding this event. Further follow-up has been requested.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# (B)(4), product type lead. (B)(4).